Manufacturer narrative:
The user reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. Based on an review, the system started showing some instability which may have contributed to the differences in bg/sg observed by the user and system is working to stabilize.based on additional monitoring, the system stabilized, showing good agreement in bg/sg values.the user was educated to continue using the system.upon review on dms, the user is utilizing the system and information is up to date.

Event description:
On 11 april 2025, senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.

Manufacturer narrative:
B4.date of this report 10 july 2025 g3.date received by the manufacturer? 10 july 2025 h6. Investigation findings updated to 3224.